Manufacturer narrative:
The evaluation of the returned system controller confirmed the report of difficulty disengaging the driveline locking latch. The system controller's driveline locking latch was unable to switch between the locked and unlocked positions while a driveline was connected during testing. The latch was loose and appeared to come in contact with the connector locking mechanism, preventing the locking latch from releasing. Hardware changes were made to the design of the bulkhead assembly to prevent the driveline locking latch from becoming stuck. The returned system controller was manufactured prior other implementation of this hardware change. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years. (Calculated from the date when the system controller was issued to the patient). System controller was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the vad coordinator was unable to open the driveline door latch on the system controller. The latch was completely stuck, even after cleaning with an alcohol swab. There were no other issues reported with the lvad system. On (B)(6) 2016 the manufacturer's technical service representative was at the user facility and confirmed that door latch door was stuck. The system controller was opened to free the driveline. The system controller was exchanged. There was no reported adverse impact to the patient.